Manufacturer narrative:
(B)(4).

Event description:
It was reported myopotential inhibition oversensing was observed from a review of the electrogram as indicated by noise. The patient was asymptomatic. It is suspected there is a possibility of myopotential oversensing. The low frequency attenuation was turned off and resolved the oversensing issue. The patient will be monitored with routine follow-up.